Event description:
It was reported that 208 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occcured. During the initial proecedure, the target lesion was located in the ramus artery. A pre-intervention stenosis of 98% was reported. Percutaneous cutaneous transluminal angioplasty (ptca) was performed. A 2.5x24mm taxus stent was then deployed in the region of the lesion. It was not reported that the stent was post-dilated. A post-interventin residual stenosis of 0% was reported. It was reported that the patient tolerated the procedure well. The patient presented 208 days after the initial procedure with a 90% in-stent restenosis in the ramus artery. Ptca and an atherectomy were performed. A 2.5x12mm taxus stent was deployed at 18 atm in the region of the lesion. It was not reported that the stent was post-dilated. A post intervention residual stenosis of 0% was reported. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this stent is unk, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.